Event description:
It was reported that during the implant procedure, the lead exhibited an impedance measurement anomaly. The lead was not used and a new lead was implanted. No adverse consequences occurred to the patient.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. (B)(4).